Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection leading to fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2014. Device explant (B)(6) 2015 due to reported infection with associated pain, fever, and inflammation. Device explanted transperineally. Device was cut and removed in two pieces. Patient returned to previous state of incontinence after fenix device explant.